Event description:
The device was used during a segmentectomy procedure. Reportedly, the staples did not form properly at the distal end of the staple line. The surgeon applied manual suture. No pt injury reported.